Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had increasing/high impedance and threshold, possibly due to a lead fracture. Lead remains in use and no patient complications have been reported as a result of this event.